Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they are not receive insulin. The customer experienced high blood glucose level of over 500 mg/dl. The customer treated high blood glucose with a manual injection and infusion set change. The customer stated she was not receiving insulin due to issues with the infusion set. The customer will call back to perform the high-pressure test to make sure the insulin pump is alarming for occlusions. The customer has been in contact with her health care professional.